Event description:
It was reported patient underwent vangaury total knee athroplasty on (B)(6)2009. Subsequently, patient was revised on (B)(6) 2012 due to infection.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection, and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.